Event description:
It was reported that during an abdominal runoff treatment procedure, a catheter difficult to remove occurred. The target lesion was located in the common iliac artery. The physician inflated a 8-4/5.8t/75 ultra-thin diamond balloon catheter in the common iliac and deflated it. During the attempt to withdraw it from the sheath, they felt a resistance and the balloon catheter won't come out then a shaft kink was noted. They were unable to use it due to the shaft kink. A 7f 11cm bsci supersheath was used to remove the balloon catheter from the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).